Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted, one in the mid lad and a second in the prox circumflex. An angiographic complication of lateral branch occlusion occurred during the index procedure following implantation of the stent in the lad.

Manufacturer narrative:
(B)(4).